Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the patient using this ambulatory infusion pump experienced hallucinations after changing the values on their pump. It was noted that lock level 2 was not set in the pump. After the incident, the doctor set the pump with lock level 2. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation summary: the pump passed all tests and was found to be operating properly. The returned pump did not display any errors on power up or in the pumps error log and there were no reports on any unusual messages being found in the pumps event history log. The customer stated problem could not be confirmed.